Event description:
Unable to completely pass suction catheter, elevated peak inspiratory pressures (pip). When patient layed flat for scheduled head CT, ventilator unable to provide breath, desaturation event. Patient removed from ventilator and bagged with high resistance. Attempted to pass bougie through ett unsuccessfully. Attempted bronchoscopy through ett, unable to pass scope past oropharynx. Patient extubated and reintubated. Upon removal of old ett, noted plastic defect where pilot balloon entered ett at 19 cm. When ett bent airway, would completely occlude.